Event description:
Boston scientific received information that this right ventricular (rv) lead and associated device displayed high shock impedances of greater than 125 ohms. The patient was seen for a revision procedure where the lead and device were explanted. The product is not expected to be returned. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.